Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the readings were inaccurately low on the patient's non-lifescan meter (an optium xceed meter) when using one touch ultra test strips. The medical surveillance specialist wrote follow up questions to the technical service representative (tsr) to ask the reporter. The patient is fifteen years old and has type 1 diabetes. The patient was admitted into the hospital and diagnosed with diabetic ketoacidosis the previous month. The patient was hospitalized until a week later. In the patient's clinical interview, the reporter (the patient's diabetes educator) discovered that the patient was using a non-lifescan meter with one touch ultra test strips for less than a week before being diagnosed. The patient tests his blood sugar three to five times per day and has only visited the diabetes educator once before this incident. The reporter said that after getting a blood glucose result on the meter, he made therapeutic decisions based on the meter result. It is noted that the pt takes lantus and novorapid insulin. The reporter was unable/unwilling to give the doses of the patient's insulin or give details of the patient's hospitalization including any medication or treatment given. It would be helpful to know the patient's medication regime, what type of readings the patient obtained, and how he managed his diabetes when using the different branded products. It was confirmed that the patient used one touch ultra test strips with an abbott optium xceed meter. The reporter noted that the patient was able to obtain actionable readings on the abbott meter and thought the readings should have been higher. Although the patient's treatment regime is unknown, this complaint is being reported because the reporter alleged that the readings on the other meter were inaccurately low, the patient used the readings to manage his diabetes, and subsequently suffered symptoms indicative of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.